Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right one was hanging out of tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and uterine enlargement. Concurrent conditions included obesity and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera). In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvis pain"), abdominal pain ("abdomen pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes "), skin disorder ("skin conditions"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, rash, skin disorder, allergy to metals, tooth disorder, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the nausea, dysmenorrhoea, pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Discrepancy noted in removal date : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abdominal pain, dysmenorrhea, nausea, device dislocation , pelvic pain , dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information , other relevant history added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right one was hanging out of tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera). In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvis pain"), abdominal pain ("abdomen pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes "), skin disorder ("skin conditions"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, rash, skin disorder, allergy to metals, tooth disorder, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the nausea, dysmenorrhoea, pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abdominal pain, dysmenorrhea, nausea, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right one was hanging out of tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and dysuria. Concomitant products included medroxyprogesterone acetate (depo provera). In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvis pain"), abdominal pain ("abdomen pain") and genital haemorrhage ("heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), vaginal infection ("infection (vaginal)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes "), skin disorder ("skin conditions"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, rash, skin disorder, allergy to metals, tooth disorder, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the nausea, dysmenorrhoea, pelvic pain, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abdominal pain, dysmenorrhea, nausea, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: pfs received. Event injury was updated to device dislocation. Events added: infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes, migraines / headaches, nausea, rashes or skin conditions, nickel allergy, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdomen pain, fatigue, weight gain, hair loss, heavy bleeding. Reporters information, concomitant drug, treatment drug, lab data and medical history were added. Event outcomes were updated to recovered/ resolved for cramp, pain, bleeding, nausea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.